Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for approximately four hours, with a highest recorded blood glucose of 240 mg/dl and a subsequent decrease from 220 to 212 mg/dl while using the ilet bionic pancreas; the user provided a smaller-than-usual meal announcement and the device did not issue a high or low alert, and insulin deliveries from the pump corrected the glucose. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alarms and no functional malfunction reported, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.